Event description:
Procedure type: ventral hernia repair. According to the reporter: the mesh was placed during surgery to repair ventral hernia. One year later, pt went in for surgery for pain and tacks were removed. During surgery for hernia recurrence the next year, a small hole was identified at center of mesh with hernia recurrence through this hole. There was no attempted electrophysiology procedure.

Manufacturer narrative:
Date of initial report sent: 09/01/2009.